Event description:
The patient in pediatric intensive care unit (picu) was receiving extracorporeal membrane oxygenation (ECMO). On (B)(6) 2015 it was observed that the water seal had an airleak and the patient developed a tension pneumothorax. At the time it was observed that the suction control chamber was empty, there was blue water in the suction line and the waterseal was filled to the top. The drain was changed out for a new one. The patient recovered from the tension pneumothorax but later expired as a result of other conditions.

Manufacturer narrative:
No unit was returned for evaluation. The lot number of the unit was not provided therefore a device history record review could not be performed. Based on the information provided, it appears that the unit must have been knocked over during use. The lost water from the suction control chamber and the presence of water in the suction line are evidence of a knock-over as is excess water in the water seal. This would affect the function of the device, requiring the unit to be replaced with one properly configured. Based on the additional information received, the hospital staff was 'washing out' the chest (all non­essential personnel including nurses leave the room) when the pneumo (tension pneumothorax) happened. A wash out is a procedure to wash out (remove) the clots that are building up in the chest and around the heart. Fluid can accumulate around the heart and in the pleural space around the lungs due to a clogged chest tube etc, especially when there is bleeding. There was possibly a tip over during the washout. The instructions for use (IFU) advise to always place chest drain below the patient's chest in an upright position. To avoid accidental knock over, open the floor stand for secure placement on the floor or hang the system bedside with the hangers provided. Conclusion: from the information provided, the root cause was likely that the unit was knocked over by the user and not replaced appropriately. This is not considered a malfunction of the drain.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.